Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-03947. It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, noise was observed on the patient's right atrial lead and right ventricular lead when the device pocket was pressed over. No intervention was performed. The patient's condition was stable throughout the event.